Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal vip was dropped on the sterile field once the physician was ready to close. The technician opened the package and as he was about to remove the sheath, he immediately noticed that the tip of the angio-seal sheath was pinched on the distal end. He quickly asked the circulator to drop another angio-seal. The second angio-seal was from the same lot number as the first one but did not have a pinched sheath tip. The second angio-seal worked without any issues. The patient condition was reported to be normal. The outcome of the procedure was successful. Additional information was received june 12, 2019: the procedure being performed prior to the use of the angio-seal was a left heart catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for evaluation. The arteriotomy locator, guidewire, hemostasis sheath, and carrier tube assembly were returned along with header bag. A partially opened aluminum foil pouch was returned as well. Visual inspection revealed that there were no visual anomalies noted with the guide wire, locator and sheath. The tip of the hemostasis sheath was examined under the microscope and no signs of damage or deformation were observed. A partially opened polyfoil-pouch was attempted to be completely opened and the carrier tube assembly was carefully removed from it. The bypass tube was slightly dislocated from its manufacturing position. No other visual anomalies were noted with the device. The alleged 'pinched sheath tip' is, in fact, a manufacturing feature termed as the monofold which enables correct release of the anchor within the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.